Event description:
A retrospective review of file was performed on july 17, 2006. Initial assessment did not determine event details to be reportable. During review, additional details were provided and determination was made that event met reporting requirements of a device malfunction. It was reported that during surgical procedure approx four months earlier, the head portion of the spherical reamer became loose on the shaft and would no longer function. Procedure was completed using a larger reamer and luer.

Manufacturer narrative:
Evaluation of returned device found evidence that excessive torque placed on the reamer during use caused and/or contributed to device malfunction.